Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "radiologist inserted PICC in right upper arm basilic vein under imaging with no problems. The peel-away sheath tabs were grasped and the sheath pulled apart 1cm. At the 1cm point the tab and the 1cm of sheath tore off completely on one side, leaving the other tab intact. So one tab and 1cm of sheath tore off. The inserter had to use a scalpel to make small "nicks" into remaining part of sheath to remove and peel away the peel-away sheath. The sheath was successfully removed and did not appear to be punctured and remained in the patient. The concern was that the scalpel may puncture the PICC but it was felt this was the only way to safely remove the sheath without part of the peel-away sheath tearing or slipping off and going into the vessel." There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer report of peel-away sheath tabs breaking off in use was not confirmed through investigation of the returned sample. The returned sample was an unopened, representative sample, and the reported sample was not returned. The representative peel-away sheath met all relevant dimensional and functional requirements and peeled as expected during lab testing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and without the reported sample returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "radiologist inserted PICC in right upper arm basilic vein under imaging with no problems. The peel-away sheath tabs were grasped and the sheath pulled apart 1cm. At the 1cm point the tab and the 1cm of sheath tore off completely on one side, leaving the other tab intact. So one tab and 1cm of sheath tore off. The inserter had to use a scalpel to make small "nicks" into remaining part of sheath to remove and peel away the peel-away sheath. The sheath was successfully removed and did not appear to be punctured and remained in the patient. The concern was that the scalpel may puncture the PICC but it was felt this was the only way to safely remove the sheath without part of the peel-away sheath tearing or slipping off and going into the vessel." There was no reported patient harm or consequence.